Event description:
Date of event unk. Nurse found leaking at the needle-free valve on the IV set. Tubing was changed. No pt injury. No further information. Set examined and the customer's experience of IV set leak at the needle-free valve was confirmed. The cause of the leak is due to a single needle puncture in the needle-free valve port. The needle-free valve is not designed to accept a needle without leaking and is labeled as such.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.